Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during the reprocessing of a diagnostic upper gastrointestinal tube inspection, a cleaning brush that had remained inside the channel came out. The cleaning brush was left in the forceps channel of the subject device and used on four patients. During this inspection, a problem occurred. After carefully checking the fluid supply and brush, what appeared to be a piece of brush residue was found. The intended procedure was complete with the same device and there were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.